Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a twist drill broke and a portion remains in the patient.

Manufacturer narrative:
A torsion crack was observed under the stereo microscope. It was determined there were no indication of material or manufacturing defects. The review of the device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.